Event description:
It was reported a patient experienced and was hospitalized for cellulitis of the abdominal wall coincident with peritoneal dialysis (pd) therapy. The patient received treatment with vancomycin 750mg three days a week. The pd catheter was removed one day after the event. The patient was recovering from the event at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.